Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device had incomplete staple line distally. To resolve the issue the surgeon then had to manually sutured the tissue, and used another device in order to complete the case.